Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the controller was displaying multiple replace backup battery messages. The external backup battery was replaced but the alarm continued. The controller was on it's second 11v backup battery but the alarms did not resolve. The log file showed multiple backup battery faults. There were no other unusual events seen within the log file. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault was confirmed via the log file review. The log files spanned approximately 6 days (04dec2020 to 10dec2020 per the timestamp). Multiple backup battery alarms activated throughout the log file due to backup battery circuit fault. The alarms occurred when the black power cable was disconnected from a power source. Backup battery not installed alarm activated on (B)(6) 2020 at 15:09 due to disconnecting the backup battery from the controller. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the backup battery, serial (B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. The returned controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03nov2020. No further information was provided. The manufacturer is closing the file on this event.